Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited an unspecified oversensing. No intervention was performed, and the patient's condition was unknown.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited post sensed t-wave oversensing. Programming changes were made. There were no patient consequences.